Manufacturer narrative:
The lot was manufactured from (B)(6) 2019 - (B)(6) 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. There was no patient involvement. No additional information is available.